Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could often not be charged and was depleting quickly. It was also reported that the insulin gauge does not display the correct amount of insulin when loading a new cartridge frequently, the touchscreen is unresponsive at times and the wake button sticks. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.